Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty pace/defib (pd) engine board. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: device problem code. Evaluation results: the complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.